Event description:
According to the publication, on-x mitral valve replacement: a single-centre experience in 318 patients by giacomo murana et al, the aim of the study was to investigate early and late outcomes after mitral valve replacement using the latest generation of on-x mitral valve prosthesis. The overall hospital mortality rate was 4.4%, which included acute cases of ischemic mitral regurgitation and infective endocarditis. The results of this observational study indicated the unique design of the on-x mitral valve works well with the differing etiologies of mitral valve disease.

Manufacturer narrative:
Multiple requests for additional clarifying information were made without success. The contact author was contacted via email on (B)(6)2018 , (B)(6)2018 and through letter on (B)(6)2018 to obtain the following additional information: dates of the on-x implants, serial numbers of the on-x valves, current patient status of the on-x valve recipients and the operative notes. No response was received. Should additional information become available, the complaint will be re-opened for further investigation. The publication by murana et al. Focuses upon on-x mitral valve replacement cases: a single-center retrospective analysis of 318 consecutive patients from a cohort of 600 patients who received an on-x prosthesis in the mitral position between 1998 and 2016. Patients who had combined aortic procedures were excluded. Associated procedures (53.5%) were tricuspid valve repair, coronary artery bypass graft and the maze procedure. The mean follow-up time was 5.6 ± 4.0 years. The aim of this study was to investigate early and late outcomes after mitral valve replacement using this latest generation prosthesis. The overall hospital mortality rate was 4.4%, including acute cases of ischaemic mitral regurgitation (9.4%) and infective endocarditis (9.4%). Survival rates at 1, 3, 5 and 10 years were 97.8 ± 1.0%, 92.4 ± 1.7%, 88.4 ± 2.2% and 70.9 ± 4.0%, respectively. Independent predictors of late mortality were hypertension [hazard ratio (hr) 1.91; p = 0.027], chronic obstructive pulmonary disease (hr 2.91; p = 0.003) and chronic renal failure (hr 5.27; p < 0.001). Freedom from reoperation was 99.3 ± 0.5%, 98.4 ± 0.8%, 97.2 ± 1.2% and 92.5 ± 2.4% at 1, 3, 5 and 10 years, respectively. At follow-up, 8.5% events were recognized as thromboembolic or haemorrhagic events; freedom from events related to anticoagulation therapy at 1, 3, 5 and 10 years was 99.0 ± 0.6%, 96.8 ± 1.1%, 93.7 ± 1.8% and 89.0 ± 2.7%, respectively. -overall in-hospital mortality was 4.4% (14 of 318). The causes of death were multiorgan failure (n = 8), septic shock (n = 3), respiratory failure (n = 2) and neurological events (n = 1). During the perioperative period, myocardial infarctions occurred in 10 patients (3.1%). Eighteen patients (5.7%) required haemodynamic support with an intra-aortic balloon pump: of them, 5 patients were operated on for ischaemic mitral regurgitation, and 16 patients were weaned off haemodynamic support and discharged. Temporary haemodialysis was necessary for 11 patients (3.5%), of whom 3 had a preoperative diagnosis of chronic renal failure. Moreover, during the in hospital stay, sepsis occurred in 17 patients (5.3%); 7 of them were treated for ischaemic mitral regurgitation and 2 for endocarditis. Attempts at additional information were made without success so no determination can be made regarding the relation of the in-hospital adverse events to the on-x valve. -the overall rate of reoperation was 3.5% (11 of 318); the causes of reoperation were endocarditis (4), non-structural dysfunction (paravalvular leaks) (3), structural valve dysfunction (2) (1 suture line disruption and 1 leaflet malfunction), 1 left ventricle aneurysmectomy and 1 severe aortic valve stenosis. Overall, the postoperative endocarditis rate was 1.6% (5 of 318). No determination can be made regarding the relation of the above-mentioned adverse events to the on-x valve. -freedom from clinical anticoagulation-related events was 99.0 ± 0.6%, 96.8 ± 1.1%, 93.7 ± 1.8% and 89.0 ± 2.7% at 1, 3, 5 and 10 years, respectively. In particular, 25 events categorized as thromboembolic or haemorrhagic were observed. Of these, 21 were neurological events, divided as follows: 4 transient ischaemic attacks (4 of 25), 14 ischaemic major strokes (14 of 25) and 3 haemorrhagic major strokes (3 of 25). The remaining haemorrhagic events were gastrointestinal in 3 patients (3 of 25) and lower limb haematoma in 1 patient (1 of 25). In this cohort, the incidence of thromboembolic events at follow-up was 6.1% (18 of 295), and freedom from anticoagulation-related events was 93.7% at 5 years. No other information was made available regarding patient anticoagulation compliance and inr preceding the late events recorded. Thromboembolism and haemorrhage are recognized potential complications associated with prosthetic mitral valve replacement [IFU]. Objective performance criteria report an historical thromboembolic incidence of 3.0% per patient-year and all haemorrhage of 3.5 % per patient-year for all rigid prosthetic valves [iso 5840:2005]. -of the 295 patients available for follow-up, 54 (18.3%) patients died after hospital discharge. Sixteen patients died of cardiac events, 7 of which were valve related. One patient died of sepsis, 3 died of multiorgan failure, 2 died of pulmonary disease, 2 died of cancer and 10 died of other diseases. A precise cause of death was not identified in 20 patients (6.3%). At univariable analysis, age >75 years (p = 0.017), hypertension (p = 0.010), copd (p = 0.012), coronary artery disease (p = 0.001), progressive euroscore (p < 0.001), chronic renal failure (p < 0.001) and associated procedures (p = 0.034) showed a statistically significant correlation with the occurrence of late death. On multiple logistic regression analysis, only hypertension [hazard ratio (hr) 1.91; 95% confidence interval (ci) 1.07¿3.40%], copd (hr 2.91; 95% ci 1.45¿5.84%) and chronic renal failure (hr 5.27; 95% ci 2.64¿10.53%) appeared to be independent predictors of late mortality. Definitive root causes for the reported events cannot be determined, however, preoperative (patient indicative etiologies and comorbiditites) perioperative factors (surgical trauma, nosocomial infection, etc.) Cannot be ruled out as contributive factors as indicated by observed p-values. Furthermore, chambers et al. Reports a linearized late mortality rate of 3.6% per patient-year in the subgroup of those having mvr. In comparison, this murana paper observed slightly better long-term survival rates. Follow-up results for late survival (88.4 ± 2.2% at 5 years) even compare favorably to PMA data [IFU] of 89.2% at 3 years. Regardless, all adverse events reported are recognized risk factors for mechanical mitral valve replacement and are indicated in the IFU. Compared in light of the mean follow-up of 5.6 ± 4.0 years to objective performance criteria for late events for rigid valves [iso 5840:2005 (opc)]: thromboembolism 3.0 %/pt-yr and all haemorrhage 1.5 %/pt-yr were better. Thrombosis 0.8 %/pt-yr was ¿eradicated.¿ all pvl 1.2 %/pt-yr, endocarditis 1.2 %/pt-yr were comparable or better. Definitive root causes for the reported events cannot be determined, however, preoperative (patient indicative etiologies and comorbiditites) as well as perioperative factors (surgical trauma, nosocomial infection, etc) cannot be ruled out as contributive factors as indicated by observed p-values. Adverse event rates observed are comparable to those in literature. Ultimately, the authors state, "according to the results of this observational study, the unique design of the on-x valve works well with mitral valve diseases of various aetiologies, especially in cases with an unfavourable anatomy. This prosthesis also guarantees safe long-term durability associated with a low incidence of thromboembolism." This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication, on-x mitral valve replacement: a single-centre experience in 318 patients by giacomo murana et al, the aim of the study was to investigate early and late outcomes after mitral valve replacement using the latest generation of on-x mitral valve prosthesis. The overall hospital mortality rate was 4.4%, which included acute cases of ischemic mitral regurgitation and infective endocarditis. The results of this observational study indicated the unique design of the on-x mitral valve works well with the differing etiologies of mitral valve disease.